Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, the physician suspected premature battery depletion. As of (B)(6) 2017, the devices battery was showing 3.5 years remaining. During the follow-up, the device was showing 2.5 years remaining. Technical services suggested it could be related to the auto threshold increasing. The patient will be followed up with in a couple of months, and data will be collected at that time for technical services to analyze the device. No adverse patient effects were reported.